Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The lot was manufactured in 2001. The reported event was unknown; however, a system error 2084 was identified during a review of the event history log. A sample evaluation was performed and verified the system error 2084. A visual inspection was performed and no issues were noted. A mechanical evaluation was performed and successfully passed. A short simulated therapy was successfully performed. The cause of the condition was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown alarm occurred on the homechoice device during peritoneal dialysis therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.